Event description:
Reportedly, the flexstar was used mid sfa part of imr. Used thumbwheel to flower stent, then used deployment ring; became stuck. No stent move. Try fast tract deploy lever; few mm. Try thumbwheel 2nd time, 35-40 mm deployed. Tried ring and cord again, broke it. Removed delivery system.

Manufacturer narrative:
Evaluation summary: the handle was opened prior to decontamination and carefully examined; the tensioner was wrapped in the correct orientation. Other observations included cassette anchor was sheared off and missing (not returned). The hypotube is bowed, the secondary sheath is sheared at the distal end of the strain relief and the primary sheath was sheared just distal of the slideblock. Further inspection found that the secondary sheath has an accordion effect just distal of the strain relief. The conclusion is the accordion effect of the secondary sheath caused the difficulty in deploying the stent. Device not returned.